Manufacturer narrative:
Per tandem's user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued using the cartridge. The customer overfills the cartridge. Tandem technical support educated the customer on cartridge labeling. Customer¿s blood glucose level ranged from 216-217 mg/dl.